Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative. Investigation summary: visual inspection. Visual inspection confirmed that the position of the internal locking mechanism of the tfna femoral nail is advanced into the hole for the helical blade. No damage visible aside from wear consistent with implantation and explantation. Summary: the returned tfna nail was examined, and the complaint condition was able to be confirmed as the locking mechanism is not in the appropriate position, preventing the helical blade to be inserted. The review of the production history revealed that this tfna nail was manufactured in august 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The certificate of the raw material was reviewed during the performed device history review and meet specifications. A functional test was performed with the returned helical blade and showed that after turning the locking mechanism of the tfna nail back in appropriate position, the helical blade was able to pass through the returned nail's head element hole without issue. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post-production/acceptance criteria. This complaint condition is due to the locking mechanism not being in the proper position when the blade was inserted. In this regard, we would like to point out that further information/precaution hints can be found in the respective surgical technique. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The root cause was identified during the performed customer quality evaluation and therefore the remaining investigation steps are not required device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, the tfna helical blade was blocked and could not be implanted. The operation hat to be repeated from the beginning with new nail and new blade but the blade blocked extraction tool. Surgery was delayed by 4 hours. Procedure was completed successfully. Patient status is unknown. This complaint involves three (3) devices. This report is for one (1) 10mm/130 deg ti cann tfna 380mm/left - sterile. This is report 2 of 3 for (B)(4).